Event description:
It was reported that the asystole alarms are too discreet since the staff missed an alarm for a patient who had a cardiac arrest. The customer wants to know if the sound can be changed. The device was reported to be in use on a patient, where the patient had a cardiac arrest.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomedical engineer (biomed). There had been an incident where the nurses had not noticed that a patient was alarming for asystole for 21 seconds since so many other alarms were active at the same time. The biomed indicated that they would like to have a different and more serious sound for asystoli alarms. The customer finds it difficult to distinguish the severity of the alarms when several are active at the same time. The philips device was operating as intended throughout the incident. There was no product malfunction, this is considered a user issue and an enhancement request. A customer feedback enhancement request was submitted by the rse.

Event description:
It was reported that the asystole alarms are too discreet since the staff missed an alarm for a patient who had a cardiac arrest. The customer wants to know if the sound can be changed. The device was reported to be in use on a patient, where the patient had a cardiac arrest.